Event description:
Patient was admitted for surgery on (B)(6) 2013 for laryngeal/tracheal reconstruction with bronchoscopy and laryngoscopy. Surgery lasted approximately 5 hours. Post procedure, patient noted to have areas of redness to buttocks, back and occiput. Wound care evaluated patient and found skin to be intact and sites appear to be healing. Wound care was not indicated at that time. Wound care re-consulted on (B)(6) 2013 on day of discharge. Minimal changes noted since previous evaluation with overall decrease in size and no open areas. No skin wound care indicated at this time. Family educated regarding continued skin care and maintaining moist wound healing using aquaphor over pink areas. Recommend follow-up with m.d. On discharge. Patient discharged on (B)(6) 2013. Patient diagnosed at discharge with a superficial second-degree burn on back and scalp.